Event description:
On (B)(6) 2013, I had the essure procedure done by dr (B)(6). I had chosen this procedure under the recommendation of my doctors and friends who have had it done and because I would have no "down time"; this was important to me, as I have two young children to care for. The procedure went smoothly and I expected to be "back to normal" the next day. However, I had chronic pain, cramping, and bleeding that lasted for days. I called the doctor's office (B)(6) and was told to call back the next week if I was still having issues. I was, including developing a uti, and had an ultrasound done on (B)(6). The ultrasound showed the coils were in place and nothing seemed out of the ordinary. The pain, located in my abdomen and lower back, continued, sometimes severe, along with the cramping and sporadic bleeding. I had soreness in the area the coils were placed and developed an unusual irritation in my mouth. Due to the mouth irritation, the pain, and the stress and anxiety of not knowing what was causing my issues, I had little appetite and lost 8-10 pounds in a month. My doctor, along with others in her practice, were not sure what was wrong and had not seen issues like mine after essure. They weren't sure if they could do anything to relieve my symptoms. I was taking 600-800 mg of ibuprofen every four hours during the day and took prescribed painkillers at night (the doctor gave me percocet and vicodin, which I could not take during the day, as I was home with my small children). On (B)(6), my doctor was able to remove one coil through hysteroscopy; the other coil had moved into my tube and could not be removed this way. My doctor stated the coil was removed with ease. We waited some time to see if my symptoms were relieved by the removal of one coil. My symptoms did improve, but did not go away. I was then scheduled for a laparoscopic surgery to cut the tube to remove the remaining coil. This procedure was done on (B)(6) 2013. My doctor reported that the coil removed very easily. Since the removal of both coils, the pain has subsided, with only some mouth irritation remaining. Obviously, my body did not like the coils. Since they removed with ease, like they had no scar tissue securing them, I feel my body was rejecting them from the start. I am not sure why my body did not react well to the coils. Before the essure procedure, I was asked a series of questions, one being "are you allergic to nickel?" I honestly answered "I don't know". I don't know if a nickel allergy was an issue, but if it is important enough to be asked before the procedure, shouldn't further action be taken, like a nickel test before surgery? I endured chronic physical pain, as well as emotional distress, including the stress of dealing with my insurance company to see if they would cover the cost of removal of the coils. My daily life and activities were negatively affected. I was trying to avoid an invasive surgery by having the essure product done and ended up having 2 surgeries after essure. I know my essure experience is not common but I don't think I am the only one to have a negative experience. If something can be done, like pre-procedure testing, to prevent an experience like mine, I feel something should be done.